Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified openings, crease fold, wear abrasion, and brown particles. Leak test was performed and found openings on the posterior side. A microscopic analysis was performed which identified a sharp crease opening on posterior, and a striated edge opening in the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on posterior due to an fold flaw opening, and a striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.